Event description:
Coiling treatment of an aneurysm. It was reported the proximal end of the pushwire stuck inside the instant detacher during procedure. The physician was able to detach the coil via manual method (provided in the instruction for use). No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. (B)(4).